Event description:
It was reported that the device exhibited premature eri as a result of frequent discharges. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.